Event description:
The merci retriever l6 core wire fractured in the mca when the physician made his first clot retrieval attempt. The entire device was removed from the pt without any device fragments left behind. The platinum coil did not break; it connected the distal portion of the device to the proximal core wire. The pt was not harmed by the core wire fracture. The vessel was partially opened with the retriever l6 and was fully opened using lytics.

Manufacturer narrative:
The device instructions for use (IFU) includes a warning that provides recommendation to reduce the risk of fracture. The results of the investigation on the returned device showed that the core wire fractured in the second helix loop from the proximal end of the helix. There was localized bending of the wire adjacent to the fracture site. Based on the results of the investigation, (B) (4) photos and the info provided by the site, the most likely cause of the fractures appears to be a combination of kinking (bending) and torsion. The mfg records for retriever l6 device was reviewed and no anomalies were found that are related to this complaint.